Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that when the pt was switched to their backup system controller, it failed to start the pump. The system controller was exchanged back to the primary system controller and the event was resolved.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.